Event description:
This lead was implanted on an unknown date and still remains implanted at this time. It was noted on (B)(6) 2016 that there was an observed noise on the atrial channel. The noise could not be provoked with different maneuvers at the follow up. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).